Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had call service alarm issue. The issue has not occured 3 times in the last 30 days. The patient had a blood glucose over 400 mg/dl, with nausea, stomach pains, headache, and symptoms of dehydration. The call service alarm is not being reported as it is unlikely to result in an adverse event, and the patient remains on the pump. This complaint is being reported because the patient experienced hyperglycemia, which customer support considered related to a training misuse issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/19/2017 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. The available black box and alarm history showed no evidence of cs 088 call service alarms. Because of the continued use of the pump, the investigation was unable to confirm or duplicate the initial complaint about a call service alarm. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.